Event description:
It was reported that this patient was going in for a computed tomography scan (CT) and the field representative was phoned to help program this device as it was stated that the patients heart rate was too fast to allow for the scan to be done. It was noted that the monitor was on the wrong setting which resulted in the incorrect heart rate reading. A routine follow up was then done of the system. The patient had mentioned that they were not feeling well since last follow up in (B)(6) 2025. When a report was printed from the patients file the field representative noted that the device had lost one year's worth of longevity since the last follow up from 14.5 years in (B)(6) 2025 to 13.5 years most recently in (B)(6) 2025. A follow up was sent for technical services (ts) review as premature battery depletion was suspected. Ts noted that there as no data uploaded to analysis the device and the device was not registered on remote monitoring. Data analysis is pending, a review of the device data confirmed the device battery was depleting normally. Ts noted that the change in longevity appeared to be due to a short-term increase in the average power due to the programmer interrogation. No adverse patient effects were reported.

Event description:
It was reported that this patient was going in for a computed tomography scan (CT) and the field representative was phoned to help program this device as it was stated that the patients heart rate was too fast to allow for the scan to be done. It was noted that the monitor was on the wrong setting which resulted in the incorrect heart rate reading. A routine follow up was then done of the system. The patient had mentioned that they were not feeling well since last follow up in (B)(6) 2025. When a report was printed from the patients file the field representative noted that the device had lost one year's worth of longevity since the last follow up from 14.5 years in (B)(6) 2025 to 13.5 years most recently in (B)(6) 2025. A follow up was sent for technical services (ts) review as premature battery depletion was suspected. Ts noted that there as no data uploaded to analysis the device and the device was not registered on remote monitoring. Data analysis is pending, no adverse patient effects were reported.